Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The reported condition of the device's display blanking out was not observed, however, the event battery failed testing. Additionally, the device's coulomb counter was never reset by the customer which could have lead to the reported event. Review of the ECG data found that the presented heart rhythm failed to meet the device's requirements for defibrillation and the device appropriately returned a "no shock advised" prompt. Based on the extent of the baseline disturbance (noise) during the analysis in question, the device responded appropriately. The baseline disturbance is consistent with CPR being performed during analysis. The device worked as designed and configured and within the limitations of the technology available. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. The device's display also intermittently blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.